Event description:
New information noted that a cardioversion was performed for the ventricular fibrillation the patient was in. The patient was stable due to lvad maintaining hemodynamic equilibrium. Programming changes were performed.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited undersensing. Further information was requested however, was not provided.